Event description:
It was reported that the screw was broken, due to non-fusion after the cervical procedure. No other information is available at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.